Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate 3 equipment was opened on a table that contained contaminated tools from impella 5.5 explant. The surgeon/operating room (or) team opted to use the equipment anyway.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 equipment being opened on a table that contained contaminated tools cannot be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", notes to use care when unpacking items, as several of the items must be placed in the sterile fields. This section provides instructions on how to unpack all of the implant kit components in the operating room, including the pump and accessories tray, and instructs the user to place all the sterile components in the sterile work area. This section also provides instructions for prepping, running, and priming the pump. In addition, section 5 of the IFU (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.